Manufacturer narrative:
Qn#(B)(4). The DHR for the returned device was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a (B)(4) pc. Lot in (B)(6)2018 . The returned instrument was evaluated and found that the jaws are loose and misaligned , and the jaw picot pin is slightly pushed out of one side of the outer tube assembly and the outer tube assembly is bent/damaged. We are unable to determine what caused the jaws to become loose and misaligned and for the jaw pivot pin to be partially pushed out of one side of the outer tube assembly but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that (B)(6)2019 the jaw was found not aligned during usage on patient.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2019 the jaw was found not aligned during usage on patient.